Manufacturer narrative:
The reported failure of active exhalation verification: s(+) p(+): pilot: sensor reading test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy ev300, USA device was returned to a third-party service center for evaluation. During the evaluation of the trilogy ev300, USA device at the service center, the device failed the active exhalation verification: s(+) p(+): pilot: sensor reading test. The customer confirmed that they would not proceed with the repair and would complete the repair with an inhouse tech. Therefore, no repair information was provided to address these failed test step. If additional information is provided regarding the repair of the device, a follow-up report will be submitted.